Event description:
The customer reported, error 110.6021. And it was end of life and end of support. No patient involvement.

Manufacturer narrative:
A review of the device history record for sn#: (B)(6) was performed, from date of manufacture 05/03/2010 to the present date 01/14/2021. And confirmed, that this device was not previously returned for servicing. Also, there were no production failures, indicated on the source device.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported error 110.6021 and it was end of life and end of support. No patient involvement.